Event description:
The following report was rec'd from the affiliate: ten minutes following the procedure, the pt complained of chest pain on effort for which treatment is unknown. A month later, a follow-up cag was conducted and thrombus was found inside of the implanted cypher des at the mid-distal rca. There was 99% occlusion. To treat the thrombus, poba was conducted within a 3.75x15mm quantum maverick balloon at 22atms. After the treatment of the thrombus, the left main was also treated, however, details are unknown. Physician's comment: the possible cause of the thrombotic event was that the lesion was calcified and so the 3.5x18mm cypher des was under-dilated. It is not cypher's product problem.

Manufacturer narrative:
The procedure was an emergent case due to acute coronary system. The target lesions were the mid and distal rca. The vessel was a de novo, eccentric, calcified and flexion lesion. The lesion length was 35mm and vessel diameter was 3.5mm. Lesion classification was type c. Pre-dilation was conducted with a 3.25x20mm balloon at 10atms for 30 seconds. A 3.5x23mm cypher des was deployed at 18atms for 15 seconds at the target lesion. A second 3.5x18mm cypher des was deployed at 18 atms for 15 seconds at the proximal end of the initially implanted cypher overlapping the first stent. The rca had a l-shape flexion and the two cypher stents were implanted at the distal end of the l-shape flexion. Then, a 4.0x24mm bare metal stent was implanted at 18 atms for 25 seconds with a gap proximal to the cypher stents. The bms was implanted at the proximal end of l-shape flexion. Post-dilation was not conducted. Ivus was not conducted. Timi flow pre and post procedure was ii and iii. The residual percent of stenosis was 25 percent. Act was not measured. A staged pci was scheduled to treat another lesion at the left main trunk. Ten minutes after the procedure, the pt complained of chest pain on effort. The symptoms did not recover. Please note: device is distributed outside the united states. However, it is similar of the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2007-00362 and 9616099-2007-00363. Any additional info will be submitted within 30 days of receipt.